Event description:
Per the audiologist, the patient experienced a decrease in performance. The patient has undergone several MRI¿s without the removal of the magnet as indicated on the labeling. Per the physician, the patient was explanted in 2009, due to pain, headaches and ¿no perceived benefit¿ from the device. More information has been requested, but was not available at the time of this report, the following month.